Manufacturer narrative:
The reported issue concerned a perforation located at the lower part of the urine collection bag, which resulted in urine leakage onto the patient and the surrounding environment. No medical complications or adverse health effects were reported by the patient. However, a puncture urine collection bag represents a compromised sterile barrier, which introduces a potential risk of contamination. Such contamination may increase the risk of developing a urinary tract infection (uti), although no infection was reported in this case. The used products were discarded at the point of care, and no samples were returned to the manufacturer for investigation. Batch documentation for this product did not show of any relevant problems or deviations. Based on the information available, our assessment identifies two plausible points within the manufacturing process where this type of defect could occur: improper positioning of the product on the carrier during transfer between production steps, or insufficient weld integrity along the weld seal lines (wcl), potentially caused by temperature variations during the welding process. However, as no defective products were returned for examination, it is not possible to confirm a definitive root cause. Should additional facts prompt us to alter or supplement any information of conclusions contained in this report, a follow-up report will be submitted.

Event description:
Adverse event occurred outside us, in france, where a male user reported that the lofric hydro-kit urine collection bag was punctured, resulting in urine leakage during use. The leakage occurred each time the product was used, with the defect located in the lower part of the bag. The user experienced discomfort and an unpleasant situation as he became wet with urine during catheterization. No medical complications or adverse health effects were reported. According to the information received, a total of three (3) products were affected. All three (3) used products were discarded and therefore not available for investigation. Lofric hydro-kit is a sterile single use urinary catheter. Each primary sterile package consists of a catheter, a water sachet (wetting solution bag) and a urine collection bag. The wetting solution bag is used to activate the hydrophilic catheter coating before use.